Event description:
Philips received a complaint on an avalon fm20 fetal monitor indicating that the pregnant woman's actual fetal heart rhythm was about 140 beats per minute, and the fetal monitor showed a fetal heart rate of about 230 beats per minute. The date of occurrence was (B)(6) 2026. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone #: (B)(6).